Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca), coronary stenting treatment procedure, a stent dislodgement occurred. The 65% stenotic lesion was located in the non-calcified and non-tortuous distal trunk artery (tci). The physician advanced the 3.50x12mm liberte bare stent to the lesion, and inflated the balloon, and then realized that the stent was not on the balloon. They found that the stent had remained inside the protective sheath with the mini guide during prep. There were no pt complications. The procedure was completed with another 3.50x12mm liberte bare stent. Pt status is reported as "stable."

Manufacturer narrative:
Device evaluation: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).